Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that his blood glucose was in the 400 mg/dl range. The patient declined troubleshooting; he blamed his high blood glucose on something he ate or drank. The insulin pump was not returned for analysis.